Event description:
During cervical spinal procedure, or rn opened a rosebud dissector and it had what appeared to be a very small dead brown insect/spider in the package.what was the original intended procedure?cervical spinal discectomy with alloraft placement.device #1is this a laboratory device or laboratory test?no.